Event description:
Routine complaint investigation confirms a test result out-of-range of the quality control solution ranges (quality control solutions are specifically intended to verify device performances). Analysis indicates that this result, had it been obtained from a patient sample, could potentially have had an adverse clinical effect.